Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 51mm abdominal aortic aneurysm. It was reported during the procedure, that the evar was completed without issue. It was noted that the post implant angiogram showed a type ia endoleak. The physician then re-ballooned with a reliant balloon but the endoleak remained.  The physician then elected to implant endoanchors and 9 endoanchors were implanted. Another angiogram was performed which still showed the presence of the type ia endoleak. It was then decided to stop the procedure and follow-up the patient with further imaging at a later date.  Per the physician the cause of the event was anatomy and a conical infra renal aortic neck (19-24mm ).   No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.